Manufacturer narrative:
This product is returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) explant, the electrode was found in the device pocket. The patient had likely twiddled the device. Subsequently, the device was explanted and replaced with a new electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation(s). Past experience suggests patient manipulation of the lead through the skin (i.e., twiddlers syndrome) is a contributing factor to damage of this type.

Event description:
This supplemental report is being filled to include device analysis information.